Manufacturer narrative:
The insulin pump had blank display and battery heating up due to lcd puncturing through the isolation tape and making contact to the battery tube positive side. Analysis was unable to test for high operating currents, failed battery test alarm or verify for motor communication error alarm due to blank display. The insulin pump had a cracked on bottom left side at the lcd window.

Event description:
The customer reported via phone call that they received failed battery test alarm and motor communication error alarm. The customer's blood glucose was unknown at the time of incident. The customer was able to clear the alarm but the customer stated that the insulin pump alarmed off no power. The insulin pump was returned for analysis.